Event description:
The initial reporter alleged a patient ID barcode reader issue beginning on (B)(6) 2021 occurring approximately 50 times with approximately 10 different accu-chek inform ii meters. The meter serial numbers were not provided. The customer stated the patient ID number for the meter results was invalid. The invalid number is the same for all occurrences: (B)(6). The results have been flagged by the customer¿s data management system (rals) and have not transferred to their laboratory information system (lis). The customer alleged that multiple, different patient ID barcodes were scanned but there were "several" instances where the same number shows for the meter results as well as in rals. The customer uses the hospital account record for their patient ids. The invalid patient ID (B)(6) is similar to other patient ids. The following is an example: a valid patient ID is (B)(6). The invalid patient ID is (B)(6) and is not a patient ID in use at the customer site; this specific number was never issued. The patient ids are on wristbands and there is only one barcode on the wristband.

Manufacturer narrative:
On (B)(6) 2021 the customer took an inform ii meter from the laboratory and scanned the patient ID from the wristband; the patient ID was correct. The customer took the original inform ii meter and scanned the patient ID from the wristband; the patient ID was correct. The operator who performed the initial scan on the original inform ii meter stated they also scanned the patient ID from the wristband. The investigation is ongoing.

Manufacturer narrative:
The customer has not returned any product for investigation. Since the product was not returned for investigation, the cause of the event could not be determined.